Manufacturer narrative:
Analysis: the valve was received with the disc immobilized due to debris that was adhered to the inside and outside diameter of the disc. Once the valve was cleaned, functional and dimensional testing revealed the product to meet all design criteria and the product functioned as intended. Conclusion: no product failure was detected and the product functioned as intended. No product problems were identified as a cause to the reported event.